Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported embolic and hemorrhagic strokes, respiratory failure, neurologic dysfunction, and hypotension could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The reported low flow alarms could not be confirmed as no log files were submitted for review. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable shipped on 26oct2020. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists respiratory failure, stroke, bleeding, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the hm3 lvas. Additionally, section 6 lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure, stroke, bleeding, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the hm3 lvas. Additionally, section 6 lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient is experiencing neurological deficits. The patient will undergo frequent neurological re-assessment. The low flow alarms were due to hypotension during hypoxic event. The low flow alarms resolved without intervention. Patient blood pressure improved.

Event description:
It was reported that the patient had an embolic stroke to the cerebellar region with right sided weakness day 1 post operation. He was extubated and moved to the step down unit. The stroke caused swallowing issues, and the patient had a feeding tube which he pulled out on the floor and aspirated. The patient subsequently had low flow alarms for 9 minutes with flows down to 0.4 liters per minute. The patient then had a respiratory arrest, was re-intubated and returned to the cardiac intensive care unit. Flows recovered post intubation, but the patient was minimally responsive on the ventilator. A head computed tomography on (B)(6) 2021 showed an evolving right cerebellar infarct and intracranial hemorrhage.